Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, urinary dysfunction/sacral nerve stim. It was reported that they are having a return of symptoms. Patient stated that it has been 5 to 7years since their urinary frequency has came back. Patient also stated that they are not feeling anything, and suspects that the battery might be dead. Patient wanted to receive a new programmer to turn off the device for their surgery next thursday. Agent reviewed possible eos given the date of the implant, and redirected to the hcp to have the battery checked. No troubleshooting was done during the call. Agent documented reported event. Additional information was received from the patient. When asked to clarify the event, they reported they were concerned that the device turned off during surgery. Status of device is unknown as the remote is lost. It was unknown if this was due to normal battery depletion. The cause of not feeling anything was unknown but was most likely due to age of battery. No steps were taken to resolve the issue and no further action will be taken. It was unknown if it was still working.